Event description:
It was reported that an ilet device exhibited poor battery performance, including prolonged charging time and limited battery life, with the device reaching only 23% after approximately 30 minutes on a charger and previously lasting about one day on a full charge; an alert 38 occurred and the device was replaced. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health beyond device replacement. Investigation included user troubleshooting and education, verification of use conditions, and initiation of device replacement. Investigation of this case revealed a suspected device power or battery malfunction consistent with battery depletion and charging inefficiency. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the power subsystem.

Manufacturer narrative:
Initial.